Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed which found a dent in the downstream occlusion (dso) sensor and a defective mainboard. The customer's problem was duplicated. The cause of the issue was a defective mainboard. The mainboard was replaced to fix the issue as well as the dso sensor.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device is making an alarming noise. This issue is not related to physical damage/abuse. No delay of therapy since it occurred during testing. There was no patient involvement.